Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will be closely monitored.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a gradual increase in impedance and high capture thresholds. There was also a variation of the p-wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.